Event description:
It was reported the battery showed it needed to be replaced due to being out of life. No patient involvement reported at this time.

Manufacturer narrative:
Available details indicate that the battery needed to be replaced. Details provided in an update to the source case indicate that the battery was replaced and the device was successfully returned to service. The device was operational after the battery was replaced. The investigation concludes that no further action is required at this time.